Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on 2017 and had enhancement procedure on (B)(6) 2021 and presented on (B)(6) 2021 with corneal abrasion in left eye. A bandage contact lens was applied. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort and foreign body sensation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017, right eye pre-op 20/20 -7.25 x .00 x 90, left eye pre-op 20/20 -6.50 x -2.00 x 49. Bcva from (B)(6) 2020, right eye post-op 20/20 .50 x .00 x 90, left eye post-op 20/40 1.00 x -1.00 x 65.